Manufacturer narrative:
Concomitant products: 429878 lead implanted: (B)(6) 2015; 407645 lead implanted: (B)(6) 2014. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead triggered an alert for a spike in rv coil impedance. Additionally, rises in the rv lead pacing and rv coil impedance trends were noted. The rv lead remains in use. No patient complications have been reported as a result of this event.